Event description:
It was reported that the patient experienced inadequate pain coverage to sacral area. Intervention involved device surgical revision device: lead date: (B)(6) 2012. Intervention: explanted. Diagnostics involved examination/palpation and showed inadequate pain coverage to sacral area date: (B)(6) 2012. It was noted: pre-existing condition, worsening or exacerbation. Related to device or therapy: possibly related. Related to implant procedure: unlikely related. Severity was noted as mild. Outcome was noted as ongoing event.

Manufacturer narrative:
Product ID 3778-60, lot #, serial # (B)(4), implanted: (B)(6) 2011, explanted: product ID 3778-60, lot #, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012; product ID 37743, lot # serial # (B)(4), implanted: explanted: product ID 3550-39, lot # n293795, serial #, implanted: (B)(6) 2011, explanted: (B)(6) 2012.